Manufacturer narrative:
H.10: the serial number has been provided to livanova and the dedicated d.4 section has been updated. Also the h.4 section has been updated accordingly. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate the device and could confirm only one of the reported error codes. From unit inspection was determined that the patient pump 2 was blocked. The patient circuit bridge was replaced and the issue was solved. Functional tests were performed and passed with no further issue shown. The device was returned to service in its expected function. The issue is more likely associated to the motor damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a heater-cooler system 3t displayed two error codes associated to the patient pump 2 which was not working during procedure. There was no report of patient injury.